Event description:
The patient is reportedly experiencing sound quality issues w/device use. External equipment was exchanged, however, the issue was not resolved. Revision surgery will be scheduled.

Manufacturer narrative:
Advanced bionics believes that the patient experienced an in-situ failure. The patient reportedly became a non-user of the device and has declined any action at this time. The patient¿s device remains implanted. A review of the device history record revealed no anomalies. This is the final report.